Event description:
Mother used tylenol measuring cup to medicate baby with antibiotic. After antibiotic ran out, mother found that cup was off the measurement by 1/4 of a teaspoon. She called the MFR and co said they made it that way.